Event description:
Information was received indicating that a smiths medical cadd ms3 pump lost programming. The patient had been off therapy for 40 minutes and was advised to go to the emergency room (ER) for infusion until a working pump is received. The patient was not having breathing issues. The infusion was life sustaining and there was no reported adverse event.  See 3012307300-2019-05934 for the report on the other pump that malfunctioned.